Manufacturer narrative:
The subject device was returned to olympus for repair. The evaluation confirmed the customer¿s reported issue, error e116 occurred due to a (gpu) processing unit malfunction. In addition, error e118 occurred intermittently due to a defective (v-u) harness. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osp) was informed that the user facility that the customer visera 4k ultra high definition camera control unit had an error message, e116. The machine was running after routing maintenance when checking it displayed the error message e116. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that gpu malfunction and v-u harness malfunction caused the phenomena. It was noted that the observation screen appeared on the monitor and the camera head information appeared once the device has started up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.